Event description:
The customer requested to have the device serviced for wear and damaged parts. While servicing, the philips field service engineer (fse) found the rfu indicator was not functioning. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.